Manufacturer narrative:
The unit was received with high idle current due to corroded electronic assemblies. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The unit was received with a corroded motor home switch. The unit was received with cracked casing at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he was at the river and water got into his insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.